Manufacturer narrative:
The customer alleged that the tcgas module failed to calibrate properly and failed to provide accurate measurement data. The available info does not support that there was any device malfunction or that the use of this device was a factor in a death. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer alleged that the tcgas module failed to calibrate properly and failed to provide accurate measurement data.